Event description:
It was reported that before using, the cardiosave intra-aortic balloon pump (iabp) pressure waveform could not be displayed. There was no patient involvement.a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and tested it with a simulator, which showed that it was normal. When connecting the pressure sensor wire, it was found that the pressure signal was restored when the terminal was bent at a certain angle. It was determined that there was a problem with the internal contact of the pressure wire and the pressure wire needed to be replaced. The cardiosave main unit pressure sensor cable was faulty and replaced the transducer adapter cable. The pressure sensor connection cable passed the pre-use inspection. The equipment has passed all factory-specified performance and safety tests. The equipment has been delivered to the customer and is ready for clinical use.

Manufacturer narrative:
Event site name(B)(6) medical university.event site postal code(B)(6).event site telephone: (B)(6).